Event description:
During setup for surgical procedure, a hole in back table drape was noted before patient had entered or for surgical procedure. Hole was noted to be irregular and approximately 0.5cm at widest diameter. No hole was noted in non-sterile packaging. Minimal extra supplies had been opened onto back table. All contaminated supplies were replaced, and the case proceeded without delay from contamination.